Manufacturer narrative:
Pt weight: - unk. Brand name: - collamer® ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. Initial reporter: - unk. Event problem and evaluation codes: results code: the lens optic was torn in half. The lens was returned in liquid. Evaluation code: - based on the complaint history and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).

Event description:
A cc4204a, collamer single piece intraocular lens, +20.5 diopter was returned to the manufacturer torn in half. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch report will be submitted.

Manufacturer narrative:
The reporter stated that the surgeon implanted a cc4204a intraocular lens and had to cut the lens to remove it due to a tear in the capsule. A vitrectomy was performed. No incision enlargement or sutures were required. The reporter stated the cause of the capsule tear is unknown and a staar phaco machine was not used. (B)(6). Work order search: no similar claims were reported for units with the same lot. Claim #(B)(4).